Event description:
It was reported that the patient was implanted with steel plate on (B)(6) 2016 for a humerus fracture. After four or five months of postoperative pain, he returned to hospital. The x-ray found that the plate was broken at the screw hole. The plate was taken out on (B)(6) 2018, and replaced.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened. The clinical medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information; surgical procedure/post-operative care review; device labeling (including technique guides, ifus, etc.). No relevant clinical medical information was provided to conduct a thorough medical assessment.